Event description:
The event occurred during vitreo-retinal procedure.

Manufacturer narrative:
Two opened 23 gauge (ga) trocar assemblies in a tray were received. The returned samples were visually inspected and were found to be non-conforming with damage to the septums. Sample #1 has a jagged slit and sample #2 has cuts and tear from the slit. Leak testing could not be performed due to the damage of the samples. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a pak label, the reported product and lot information is confirmed. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that valved cannulas were leaking. The product was replaced and the procedure was completed. There is no patient harm.